Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it was not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related regulatory manufacturer reference numbers: 1627487-2020-01291, 1627487-2020-01292, 1627487-2020-01293. It was reported the patient experienced invalid impedance in their cervical system. As a result the patient underwent a surgical intervention on (B)(6) 2020, wherein four 3149ans leads were explanted and replaced with two new 3189ans leads. Therapy was confirmed post-operative.